Event description:
On (B)(6) 2014 , the reporter contacted animas and alleged the pump screen was scratched and unable to be safely read. The patient had a blood glucose (bg) of 425 mg/dl with polydipsia but no ketones, and required no unusual treatment. The bg excursion does not meet animas' criteria for a reportable event. This complaint is being reported because the display issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: confirmed a scratched on display lens.